Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for n on-obstructive urinary retention. It was reported by an advanced evaluation patient that they had noticed a change in their void volumes and they were concerned that they were voiding so little. The patient stated that they were having more difficulty with urination and that they even had to stand again to help assist with urination. The patient was advised to contact the health care physician (hcp) for further medical advice and the patient noted they were going to email them that morning. That same day the patient stated they thought they needed an adjustment and they stated they asked for an individual to call them and stated that they were having trouble voiding at all and in the middle of the night they let loose and they had pee everywhere/that they were having accidents at night. The patient stated that they really needed help with making an adjustment. The patient stated that they had ¿the leaking and the urge, but also a lot of retention,¿ so they stated they were ¿sort of special.¿ patient services redirected the patient to the manufacturer representative (rep) or their hcp. It was noted the patient was going to follow up with their hcp. On (B)(6) 2019 the patient stated they were to the emergency room at the hospital to have their bandages changed. The patient stated that they had troubles with emptying their bladder. The patient also stated that they lowered their stimulation to 0.9 from 1.0 as they felt the needles were in their back too long. On (B)(6) 2019 the patient stated they had a bad night and didn¿t sleep well. The patient reported they did not know if the device was working because the battery in the enswas dying. The patient stated that they had a call into their hcp office. There were no further complications reported.